Event description:
It was reported during a radical retropubic prostatectomy the atb35 was used x3 and failed when reloaded. 09/04/97 the rep reports the atb35 was fired three times successfully. On the third reloaded, the fourth firing, the device would not fire. A new atb35 was opened to complete the case. There was no consequence to the pt.